Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, the distal tip was noted to be detached and not returned with the core wire. Marker band was present. The device was returned with a saline bag attached. No anomalies were noted to the handle or saline hub. Upon functional evaluation, it was noted the detachment of the distal tip occurred at the core wire as the remaining core wire was within the catheter sheath. Measurements of the remaining core wire could not be performed as it was within the catheter sheath. The marker band was pinched and peeling of the sheath was present over the marker band. No functional testing required for detachment issues. Therefore, the investigation is confirmed for the reported detachment as the detachment was noted to the distal end of the catheter. Also, the investigation is confirmed for the identified deformation and peeled as the marker band was pinched and peeling of the sheath was present over the marker band. However, the investigation is inconclusive for the reported retraction problem as there is no evidence to validate the problem. A definitive root cause for the reported detachment could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. A1, b1, g2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat chronic total occlusion with severe calcification in the mid-superficial femoral artery via ipsilateral antegrade approach. During the procedure, the tip was detached after 4 minutes of use. It was further reported that another guidewire was passed through the lesion while leaving the guidewire with the tip on it and secured a lumen, then passed a gooseneck snare through to catch the tip of the guidewire and were able to retract the tip. Reportedly, there was a difficulty in retracting the device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat chronic total occlusion with severe calcification in the mid-superficial femoral artery via ipsilateral antegrade approach. During the procedure, the tip was detached after 4 minutes of use. It was further reported that another guidewire was passed through the lesion while leaving the guidewire with the tip on it and secured a lumen, then passed a gooseneck snare through to catch the tip of the guidewire and were able to retract the tip. Reportedly, there was a difficulty in retracting the device. There was no reported patient injury.